Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given a intravenous (IV) of saline and insulin. The pod was worn longer than 48 hours on the leg. The patient was discharged after 4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No abnormalities were seen in the download data. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. Inspection of the needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in the device failing to deliver insulin.